Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: z nail cmf 13mmx21.5cm 130 l; item: 47249821313; lot:3211119r. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial fixation procedure. Approximately two weeks postoperatively, the lag screw backed out. The patient had no complaints of pain or other symptoms and is being monitored. Attempts have been made and no further information has been provided.